Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm and hematoma were noted that required surgical treatment and blood transfusion. It was reported the complications were not device related. No additional adverse patient effects were reported.